Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This ra lead was explanted. Furthermore, this lead was severed during extraction. No additional adverse patient effects were reported.